Event description:
It was reported that the lead had high impedances. The patient underwent lead explant procedure.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 20984725, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4).